Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
The physician was having difficulties trying to aspirate the catheter via the cap (catheter access port) to remove the drug contents from the system. They were able to aspirate approximately .25 cc. Calculation determined that it would take from 26hrs and 20 min to 32hrs and 20min for the old drug to clear the system without doing a system content removal procedure. The device system was delivering compounded baclofen. The patient symptoms and event outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.